Event description:
Unable to speak with the patient/layperson or leave a message with the patient's husband, this senior medical affairs specialist reviewed the customer care advocate's (cca's) documentation. The patient alleged that in 2009, she obtained inaccurately elevated results of 166 mg/dl at 11:47 pm and 190 at 11:58pm on her husband's onetouch ultra. "Immediately after" the alleged issue began, the patient became shaky and sweaty. At midnight, thirteen minutes after the test, the patient whose daily regime is oral medication (metformin and glipizide), self treated with orange juice, yogurt, and cake. Reportedly, the patient did not clean the puncture site correctly. Because the patient reportedly experienced symptoms that meet the criteria of a serious injury after obtaining allegedly inaccurately elevated results, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.